Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.